Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. The pump had scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 126 mg/dl at the time of incident. The customer stated that the pump had cracks on the side, had water under the lcd screen and she can barely see the screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.